Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, maintenance records were performed, quality notifications were checked and retention samples were analyzed, no deviation was found for this batch. Photos/samples were not available by the client for evaluation and an investigation could not be carried out and the root cause for the incident was determined. Retention samples were evaluated, and the incident could not be confirmed. Production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the complaint. The incident reported from this complaint will be monitored for trend assessment. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd eclipse¿ needle packaging was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english, "needle came from the manufacturer with violated sterile packaging."